Event description:
Burst. When squeezing the instant hot pack the top of the pack opened and squirted the nurse in the eye. She washed her face and eyes and went to the ER. She was checked, released and then went to her opthalmologist. No further info.

Manufacturer narrative:
The DHR for lot v8l055 was investigated. No issues were documented during manufacture. To date, the sample has not been received at the plant. Therefore, it cannot be determined at this time if there was a failure of the thermal pack's seal. Moberly's quality systems mandate suitable in-process controls to measure seal integrity of representative samples. Samples are tested at predetermined locations to best gauge seal integrity. All lots released by the quality unit meet predetermined release criteria.